Event description:
Following rhc, pt sat upright and pump alarmed while connected to pbu. On pbu screen, it read pump stop with no flow reading. Pt began feeling lightheaded but connected herself to battery and alarm stopped. System controller changed out by surgeon.